Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the videoscope exhibited foreign material in the air water nozzle. There were no reports of patient involvement or injury.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: d8, h3 and h6. Corrected fields: e1, e2, e3 and g2 (health professional and user facility are not applicable to this event). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the non-organic material of yellow and white color clogged in the nozzle occurred because the subject device was returned to olympus without conducting/completing reprocessing at the facility. The event can be detected and prevented by handling the device in accordance with the following instructions for use: instructions for use states that detection method in gif-ez1500 operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.